Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found kinked and was not used. The procedure continued using a new benchmark catheter.